Manufacturer narrative:
The device was returned and evaluated. Investigation found a hole on the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the observed hole. Although the soft cannula was damaged, the timing and cause of the damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 22.5 mmol/l (405 mg/dl) while wearing the pod between 25 and 36 hours. The pod was leaking insulin. As treatment a new pod was applied.